Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall was noted in event logs with no motor stall recovery recorded. The pt experienced an underdose especially, lethargy and altered mental status. The motor stall date was reported as (B)(6) 2011. Pt was being treated in the ER on the same date and the condition was reported as stable. The drugs infused via the pump included morphine 13mg/ml, clonidine 400 mcg/ml and bupivacaine 40 mg/ml. Additional info has been requested, but was not available as of this report.